Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the upper jaw of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The superior jaw is broken off at the base of the jaw. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.